Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a male patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a pericardial effusion was noticed. The patient¿s blood pressure dropped after a steam pop occurred while doing the flutter line on the right side. The pericardial effusion was confirmed by echo. The medical intervention provided was a pericardiocentesis and 820cc of fluid was removed. A lot of fluid was removed at first then continued gradually after being given more protamine. It was reported that the protamine was causing the patient's blood pressure to drop so they were not able to give the patient too much at once. The patient was reported to be in stable condition. The event was discovered during use of biosense webster products. The physician was not sure about the cause of the event. There is no information about the need for extended hospitalization, but the patient had fully recovered. Device evaluation details: the device was visually inspected and it was found in good normal conditions. Per the complaint, several test were performed. A deflection test was performed and the catheter was found within specifications. Also, sensor functionality was tested on carto 3 system and no anomalies were observed. Then, stockert generator compatibility was tested and no temperature nor impedance issues were detected. Next to it, an electrical test was performed and no electrical malfunction was observed. Finally, catheter irrigation was tested and no irrigation issues were detected. A manufacturing record evaluation was performed for the finished device 30427478m number, and no internal action related to the complaint was found during the review. The customer complaint regarding the adverse event cannot be duplicated as intended. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The steam pop is an expected event of rf ablation. The device is working in specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/30/2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a pericardial effusion was noticed. The patient¿s blood pressure dropped after a steam pop occurred while doing the flutter line on the right side. The pericardial effusion was confirmed by echo. The medical intervention provided was a pericardiocentesis and 820cc of fluid was removed. A lot of fluid was removed at first then continued gradually after being given more protamine. It was reported that the protamine was causing the patient's blood pressure to drop so they were not able to give the patient too much at once. The patient was reported to be in stable condition. The event was discovered during use of biosense webster products. The physician was not sure about the cause of the event. There is no information about the need for extended hospitalization, but the patient had fully recovered steam pop is not an MDR-reportable issue. Since cardiac tamponade may be life threatening it is MDR-reportable.